Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 44 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Bg was treated via consumption of carbohydrates and a glucose tablet. Reportedly, customer left the ER 40 minutes later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.